Event description:
Customer reports that he received results of 120mg/dl and 284mg/dl within 2 minutes on the same device. When looking in the device memory, the results were not stored. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.